Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to improper surgical technique and/or misuse by product being put through excessive force, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the implant and caused its failure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01157 / 01158).

Event description:
It was reported that patient underwent an open reduction internal fixation wrist procedure on (B)(6) 2015. During the procedure, the surgeon attempted to lock pegs in the distal portion of two different plates unsuccessfully. A third plate was utilized to complete the procedure; however, a delay greater than thirty minutes occurred as a result.